Event description:
Smiths medical international, reported to smiths medical international, in another country, that the joint at the arterial end separated from the tubing. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a561 and is manufactured by smiths medical, this assembly is incorporated into the finished product (mx9524r) by smiths medical international in another country. The finished product is further assembled, packaged and sterilized by smiths medical international. One a561 subassembly with the tube separated from the mll was received. The od of the tubing was within specification. Observation of the solvent ring indicated that solvent had been applied and the tubing had been inserted to the correct dept and fully seated. No root cause for the separation could be determined. Smiths was able to confirm the issue; however, no root cause could be determined. CAPA has been issued to further investigate this issue. No additional action is necessary at this time. Smiths considers this MDR closed with this report.